Event description:
During an atrial fibrillation procedure, a blood leak occurred. The sheath and ablation catheter were inserted into the sheath and a blood leaked was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Visual inspection revealed a bend 3.0¿ proximal to the distal tip. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.